Event description:
The customer reported to olympus that during maintenance, the spare lamp indicator was blinking and the xenon lamp was working okay on the visera 4k uhd xenon light source. There was no patient involvement associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d9, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the spare lamp indicator on the front panel was blinking and the main lamp light were on at the same time due to a faulty emergency lamp. Additionally, the thread of one screw on the lens base as found to be deformed, scratches were found on the front panel, the power switch, the top cover and its spacer, spacers on the rear panel, on the chassis, and corrosion on the rear panel and its connectors; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the emergency lamp indicator and main lamp light up at the same time due to a faulty emergency lamp. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.